Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon placed the device with ecr60t black load next to 34 bougie approximately 6cm from the pylorus as usual for first firing. Surgeon observed an atypical sound and feel while firing device. When positioning on tissue, reported it felt like times when reload is not completely seated and then self corrects when closing on tissue. Noticed staple line was intermittent on the patient side near the distal portion of the staple line. There were unformed staples present and bleeding. Surgeon replaced the cartridge with a second ecr60t and fired at next position along the intended tract, to include part of initial line to close any possible defects. He completed the case using green loads as usual using same device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled. Additional information was requested and the following was obtained: surgeon used cook buttressing strips. They require scrub to submerge end effector and reload in 120 degree saline for 10-15 seconds prior to firing. Surgeon is very experienced with our devices. Scrub experienced with our instruments and tend to pay extra care when loading buttressing strips. Rep observed staples still in cartridge on left side - distal third of first row from knife channel, despite cartridge being fired completely. Also appears knife impacted cartridge at left distal end of the knife channel. How much blood loss? Minimal. Was the patient given a blood transfusion? No. The analysis results showed that one reload was returned with the cartridge body and the one piece sled damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.